Event description:
Consumer reports using heat patch on the mid part of back and had to remove it after feeling a stinging heat. Went to doctor and was diagnosed with a 2nd degree burn. Consumer was prescribed caplex for treatment of burn.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history check as lot number is unknown. Will continue to monitor on monthly trend reports.